Manufacturer narrative:
Evaluation summary:the device was received for evaluation and an unknown loose black particulate was found within the cannula lumen within the product sealed sterile barrier pouch packaging. Elemental analysis of the particulate revealed a composition of aluminum, carbon, oxygen, magnesium, and silicon. A manufacturing related defect was confirmed. Root cause investigation and corrective actions were initiated via edwards quality system. The device history record (DHR) was reviewed, and showed this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Trends will continue to be monitored through the use of edwards quality systems.

Event description:
It was reported by the warehouse in japan that an unknown loose black particulate was found inside the package of an aortic cannula during the incoming inspection. In an initial photograph of the device, the particulate was outside the cannula and in the packaging.